Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 48 samples for investigation. Out of these, 20 customer samples were inspected for hub/collar separation and defective locking mechanism. The samples passed testing as the safety shields were able to be activated properly with no signs of damage or device separation. Therefore, this complaint cannot be confirmed based on customer sample testing results. Bd is unable to confirm the customer¿s reported failure mode of hub/collar separation based on customer sample testing analysis. Based on a review of batch records, and investigation results no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from two (2) units. No adverse impact was reported regarding the patient or user.